Event description:
7006 ddd pacemaker used with a 4012 ventricular lead. Intermittently failed to capture and sense (in venture).the lead tested fine use 5311 analysis, but fail to capture with lead manupulated at pocket site. The 7006 test fine, battery life 2.3v ok, electro replacement due to 8 years age - ventricular lead replaced with 5024. Atrial lead 4512 was tested to be fine and reused with new pacemaker 7084. Patient's underlying rhythm was ventricular stand still.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed. Results of evaluation: electrode failure. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.